Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy howell d.a.s.h. Sphincterotome. (Note: this sphincterotome is provided with a preloaded wire guide.) During advancement of the wire guide through the sphincterotome, the wire guide exited the side of the sphincterotome catheter tubing near the distal end. When the wire guide was pulled back into the sphincterotome, the coating of the wire guide tip separated near the distal end but did not detach from the wire guide. Another sphincterotome and wire guide were used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of wire guide coating separation at the distal end. The sphincterotome catheter tubing has split approximately 1.5cm beginning at the distal tip. The wire guide was returned exiting the split area of the sphincterotome catheter tubing. The wire guide coating has folded back, exposing 3cm of the inner core wire. The coating did not detach from the wire guide. No portion of the wire guide coating is missing. No other damage to the wire guide was observed. No additional observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of the disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: damage to the sphincterotome catheter tubing can occur if the distal end of the tubing is shaped manually or if the packaging stylet is forcefully removed. The instructions for use contain the following comment: "note: do not apply manual pressure to the tip or cutting wire of the sphincterotome in an attempt to influence orientation, as this may result in damage to the device." Another factor that can contribute to damage to the sphincterotome catheter tubing is manipulating the handle with the packaging stylet inside the tubing. The instructions for use for this product line advise the user to straighten the device and remove the packaging stylet from the tubing prior to handle manipulation. If the wire guide exits the damaged area of the sphincterotome catheter tubing and additional pressure is applied during an attempt to remove the wire guide, the coating may become compromised. Prior to distribution, all howell d.a.s.h. Sphincterotomes (and the preloaded wire guides) undergo a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rate. Customer quality assurance will continue to monitor for complaint trends.